Event description:
A pump alarm was reported by the customer during pumping, specifically alarm 20, which had not been reported previously with this pump. There was no adverse impact on the customer's blood glucose level. The technical support team assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing a successful continuation of insulin therapy. As a result, technical support decided to replace the pump, confirming it was under warranty. The customer was informed about putting the pump into storage mode and instructed to return it within ten days via a pre-paid label. While waiting for the replacement, the customer planned to use multiple daily injections (mdi) as a backup insulin therapy.